Event description:
Leica biosystems received a complaint of under processed tissue following completion of processing. On 21 january 2020, leica biosystems received information that not all cases involved in this event were diagnosable; re-biopsy has been recommended. Of the 96 blocks involved, the number needing re-biopsy is currently unknown and re-biopsy has not been performed. Information as to the final status of the tissue samples and the patient outcome has not been provided as of 30 january 2020. If additional information is obtained a follow up report will be submitted.